Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation containing no fluid in the reservoir. A functional test was conducted and the reported condition of "backflow" was confirmed at the location of the fillport. A visual examination was also conducted, however, there were no signs of defect on the fill-port cap or the fill-port itself. When the fill-port cap was attached on the fill-port, the backflow (leak) stopped. No other observation was found. The root cause of this issue was determined to be a gap in the duckbill valve. This is a single use device and will not be repaired. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a backflow was observed at the location of the fill port during the filling of one (1) basal/bolus infusor. According to the report, the hospital fastened the fill port cap to the port, but the device continued to leak. The device was being filled with bupivacaine hydrochloride. There is no patient involvement. No additional information is available.